Manufacturer narrative:
(B)(4). The customer reported that the hr alarm and lead select buttons (buttons 4 and 5) did not work. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the hr alarm and lead select buttons (buttons 4 and 5) did not work.